Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon installation. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer replaced safety disk.the defective components were received for further investigation. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of 8mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Sending the safety disk to sustaining engineering for failure analysis per procedure 0002-07-d008 rev. Aj. Part number 0202-00-0140 is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.